Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio anticipates the device return to the manufacturing facility and continues to investigate the reported problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a scheduled inspection, it was reported that the device displayed the charge-pak, attention and wrench icons and failed to power on. There was no pt use associated with the event.